Event description:
According company's customer, erroneous results were reported from 2 different patients to the physician as "abnormal". The customer did not share either of the patient results from this event. The physician questioned the 2 reported results and requested a redraw from both patients. Treatment was not initiated or withheld based on the erroneous results for either patient. The customer provided no additional information regarding this event.